Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported continuous downstream occlusion which not reproduced during evaluation. Downstream occlusion were verified through a review of the event history log by the presence of multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a continuous downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.